Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's blood glucose has been low. His blood glucose at the time of incident was 36 mg/dl. Troubleshooting for the low was declined. No products were shipped or returned.